Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the normal reference range for four patients that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced lower results in a different reference range for all four patients and the correct reports were sent out of the laboratory. One of the four received treatment due to the elevated accutni result and is currently being monitored for any adverse affects. The exact nature of the treatment has not been supplied to date.

Manufacturer narrative:
The customer performed a routine system check on (B)(6) 2010, which failed. On (B)(6) 2010 the customer discovered that the aspirate probe had been inadvertently switched with a dispense probe. The customer corrected the probe positions and reran system check, which failed. A field service engineer was dispatched on (B)(6) 2010 for this event. The fse inspected the wash carousel for leaks and found no issues. The fse then performed a special clean and assay qc and all testing resulted within normal range. The fse reviewed with the customer how to properly install probes after performing the maintenance procedure.